Event description:
Edwards received information that a 27mm 3000j pericardial aortic valve, implanted approximately eleven (11) years and four (4) months, was explanted due to aortic stenosis secondary to calcification. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. The device was explanted and replaced with the same size 27mm 11500aj aortic valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. Patient age at implant: 61yrs. There was no allegation of device malfunction. The surgeon commented that the main reason for the explant was the patient age at implant which was relatively young. The surgeon commented that the valve did not fail prematurely.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and calcification were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­8mm on leaflet 3 at the inflow aspect and approximately 12mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Leaflet 2 had a 5mm tear near commissure 2, a 7mm tear down the mid section, and a 7mm non-transmural tear near commissure 3. Calcification was evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was not returned. Sutures remained attached to the sewing ring around leaflets 1 and 2. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was returned evaluation but has not been evaluated at the time of this report. Once complete, a supplemental report with the findings will be submitted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 3000j pericardial aortic valve, implanted approximately eleven (11) years and four (4) months, was explanted due to aortic stenosis secondary to calcification. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. The device was explanted and replaced with the same size 27mm 11500aj aortic valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. Patient age at implant: (B)(6) yrs. There was no allegation of device malfunction. The surgeon commented that the main reason for the explant was the patient age at implant which was relatively young.